Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels reaching 324-325 mg/dl and ketones; ketone values not provided. The pump basal rates were adjusted, and correction boluses were delivered to address bg. Customer's bg remained elevated resulting in a visit to the emergency room (ER). While in the ER, the customer was treated with intravenous fluids and insulin. Subsequently, the customer was hospitalized 16 hours later. Customer was removed from the pump, received intravenous insulin, fluids, and glucose as treatment. Customer was placed back onto the pump for diabetes management resulting in an elevated bg. Customer suspected the pump may have been the cause of the elevated bgs experienced. A system check was performed, and the pump performed as intended. No issues were identified with the cartridge, infusion set tubing or infusion set cannula at the time of the event. At the time of the report, the customer remained in the hospital and the customer's healthcare provider was adjusting the pump settings to address the event.